Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The submitted log file contained data spanning approximately 3 days (26oct2020 ¿ 29oct2020 per the timestamp). The pump maintained a speed above the low speed limit without issue throughout the log file. The log file captured intermittent low voltage hazard and power cable disconnect alarms from (B)(6) t2020 at 12:12:15 to (B)(6) 2020 at 9:12:26 due to the rsoc voltage levels in both the power cables simultaneously dropping to approximately 0 v while connected to the mobile power unit. During this time, the bus voltage did not drop with the rsoc voltage and remained at the expected threshold. The alarms resolved each time when the rsoc voltage levels restored to their expected values. The atypical alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause for the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 3 ¿powering the system¿ describes how to set up the mobile power unit for use, how to properly use the mobile power unit, and when to connect to the mobile power unit. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables/power cable connectors, and mobile power unit power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the system controller power cables/power cable connectors. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The system controller serial number: (B)(6) was shipped to the customer on 23mar2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low voltage hazard events were observed while utilizing the power module. It was reported that no definitive cause was identified. No further alarms have been reported.